Event description:
On (B)(6) 2012, the reporter contacted lifescan (lfs) in the USA alleging the meter was not working due to an unknown issue. This complaint is being reported because the alleged issue was not resolved with troubleshooting done by the customer care advocate (cca). There was no indication that the lfs product caused or contributed to an adverse event.